Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms it is missing both bearings. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a design issue which was previously investigated and addressed through the CAPA investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-050.

Event description:
It was reported that the tibial articular surface provisional shim was discovered missing components. There was no procedure or patient involvement.